Event description:
There was no patient involved in this event. This device malfunctioned, because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2010 and performed to specification up to the 19th january 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(4) 2014 and (B)(4) 2015. A fresh pad-pak was installed during this time. The pad-pak became depleted during this time and a fresh pad-pak installed. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.